Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the site was having inaccuracies. The site had a poor quality MRI and could not register off of it, so they decided to use a medtronic imaging device to do an automatic registration and merge the MRI with the imaging scan. The first scan they were unable to get a successful biopsy. They placed the biopsy needle in the brain, took a second scan and saw that they were approximately 7mm inaccurate from their plan. They took a third scan with the needle in the brain and said they were off about 1mm. They did not get a successful biopsy. Surgery was aborted and rescheduled.

Manufacturer narrative:
Patient archives and system logs were reviewed. The cause of the issue was unable to be determined during analysis. If information is provided in the future, a supplemental report will be issued.